Event description:
It was reported that the mean arterial pressure (map) was inaccurately displayed on the ev1000 monitor. When map displayed as 80mmhg on the patient monitor, it displayed as 40mmhg on the ev1000 monitor. The customer surmised that the value on ev1000 was demonstrably wrong, therefore they exchanged the ev1000 system for a vigileo monitor immediately, and the issue was resolved. Two complaints were initiated; one (1) for the ev1000 monitor and one (1) for the system related component: the flotrac cable. There was no report of patient compromise or inappropriate treatment resulting from the reported event.

Manufacturer narrative:
A device evaluation was anticipated but was not complete at the time of the initial report. The evaluation results, investigation, and a conclusion are being communicated in this follow-up submission. Examination of the returned device determined that there was no communication between the databox and the pc panel. The failure to communicate was identified as the result of the databox losing the ethernet connection, which is a failure consistent with defective cpu boards. The cpu board was replaced and the unit was extensively tested per standard operating procedure, where it successfully met all functional testing criteria. During evaluation of the repaired device the map reading performed as expected. The root cause of the cpu board failure was identified as a supplier issue where the colibri board was physically damaged during installation. The corrective action resulted in replacement of the board and removal of the clip on the colibri module. The toradex board installation/mounting method required improvement and a fixture for installation of the toradex board to prevent flexing or torquing of the board during assembly was established as the solution. The referenced toradex board will be sent to the supplier. An additional MDR was submitted for the system-related cable. The MDR number issued to the cable is 2015691-2014-00767.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. The monitor was manufactured 09 october 2013 and a device history record review was conducted which supported that the device met all manufacturing specifications upon distribution, with no non-conformances noted for any reason. The evaluation results, investigation, and a conclusion will be communicated in a follow-up submission. An additional MDR is submitted for the system-related cable. The MDR number issued to the cable will be referenced in the monitor follow-up submission.